Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and did not confirm the reported no audio output. There was no report of any injury or medical intervention. No additional event or patient information is available.